Event description:
Philips received a complaint by the customer on the v60 indicating that the customer was unable to get into diagnostic mode. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the customer was unable to get into diagnostic mode. The remote service engineer (rse) informed the customer to check the cable from the user interface (ui) printed circuit board assembly (pcba) to the switch pcba. The rse later spoke with the customer and was informed that the reported issue was resolved by the field service engineer (fse). It was stated that the green check mark cover was not properly installed over the push button on the switch pcba. The fse reinstalled the green check mark cover correctly and confirmed the reported issue was resolved. The fse reinstalled the green check mark cover correctly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.